Manufacturer narrative:
Button error alarm and no esc button response due to corroded keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed button error while changing the infusion set. Customer does not recall any significant events leading to the error. Customer's blood glucose was 210 mg/dl at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.